Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom right side molar does not line up with top rear molar. The aligner does not cover that molar and is causing tension in their jaw. Patient provided requested bite video that shows right side open bite. This is a contraindicated patient.